Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was injured and damaged and the device was removed. The device was not returned for eval.

Event description:
The patient reported experienced urinary retention and performed self-catheterization for several months. A stitch was removed on 02/99. The patient reported the sling protruded through the vaginal wall. In addition of the explant surgery in 05/2001, mesh was removed during pelvic exploratory surgery on 10/2001. The anchors have not been removed. The patient also reported pt continues to have abdominal pain and infections and has been diagnosed with osteitis pubis. Patient suffers from depression, anxiety and panic attacks.